Event description:
It was reported by the clinician that it was impossible to withdraw the catheter after childbirth. Ablation of the catheter was being done under radiological control. There were no patient complications reported. Additional information received on 06/11/2009 stated that the catheter was withdrawn under fluoroscopy and no surgery was required.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.